Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Additional initial rep name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer also noted that the unit was not triggering correctly and was not consistently transitioning from the external slave monitor. A getinge field service engineer (fse) evaluated the unit and confirmed that it passed all power on self tests. The fse connected the trainer system with a known balloon and initiated pumping. The unit completed the autofill test and continued pumping at 80 bpm in ECG trigger mode for approximately 30 minutes with no alarms or abnormal behavior. The fse then changed the ECG trigger source and verified that the unit continued to function normally for an additional 30 minutes. The fse reviewed the unit logs and observed several instances of no trigger, augmentation below limit, and no pressure trigger alarms. Further evaluation confirmed that the unit successfully triggered using external sources, direct sources, and internal sources. The reported issue could not be replicated. The unit passed all performance and safety tests according to factory specifications. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) losing EKG and pressure wave form when it's unplugged. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.